Event description:
It is alleged that the bur would not seat correctly and when the doctor passed the device to the assistant to reseat the bur it burned their finger. The burn was treated with ointment.